Manufacturer narrative:
Concomitant product(s): - model: ddbb1d1, implantable cardioverter defibrillator (ICD); implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they would hear a noise from their implantable cardioverter defibrillator (ICD) for the past few days. The patient was advised to contact their physician regarding the symptoms. Follow up was conducted with the patients listed clinic. The allied health professional (ahp) at the clinic was able to verify the patient was seen two days after they had contacted medtronic. The ahp indicated the noise the patient heard was an alert for out-of-range impedance on the right atrial (ra) lead. Ahp indicated this is a known/chronic issue and the alert was turned off and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.